Event description:
The patient stated he had experienced blood glucose values in the "high 40's and low 50's (mg/dl)". The blood glucose concern reoccurred over a period of 5 days. He reported that his physician recommended that he maintain a blood glucose range of 80-120 mg/dl. He discovered his low blood glucose through a routine blood glucose testing. He reported that he has "hypoglycemic unawareness". He and his physician both believed that his infusion device has been over delivering insulin causing the low blood glucose concern. His physician instructed him to transition to his backup infusion device. After transitioning, he was able to return his blood glucose near his recommended range after correcting his low blood glucose level by "eating a lot." He reported a blood glucose value of 170 mg/dl at the time of his report. There were no issues found with the primary infusion device during troubleshooting. The product was requested to be returned for evaluation.